Event description:
Info received indicates the brake and steer casters do not hold when set in the brake position. The casters rotate to the side when the bed is pushed and the brake is set.

Manufacturer narrative:
The account replaced the brake and steer casters to repair the stretcher.